Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to being hospitalized, the customer experienced very high blood glucose levels and had been vomiting. The customer was also very weak. The customer was unable to troubleshoot the insulin pump at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.